Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of crhi (greater than 550 mg/dl) and 466 mg/dl on the inform system within 10 minutes of the lab readings of 147 mg/dl. Reporter indicated the pt was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.